Manufacturer narrative:
Reporter is a consumer. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent and stomachache. The cause of and the treatment for the peritonitis were not reported. On the same day as onset, the patient went to the emergency room and was hospitalized for the event. On unknown dates, physioneal and extraneal therapies were discontinued. At the time of this report, the patient was not recovered from the event. No additional information is available.